Event description:
Prior to patient's prophylactic generator replacement surgery, patient's device was interrogated and found to show high impedance. As the surgeon only had permission to perform a generator replacement, the surgeon replaced the generator. The lead was not replaced but is planned to be revised later. No known surgical interventions to replace the lead has occurred to date.